Event description:
The customer reported that the device did not stop at the set point. There were no adverse consequences to the patient.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the returned perforator was visually inspected as received, disassembled and cleaned, and then visually and dimensionally inspected. No discrepancies were found. The perforator was reassembled and was functionally tested for cutting and drilling. It was found to meet specification requirements. The reported condition could not be duplicated. Review of the device history record has found no discrepancies. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.